Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that prior to the implant procedure on (B)(6) 2022 the patient had a creatinine value of 1.96 mg/dl. Post procedure, the patient's creatinine values increased and had been up trending. On (B)(6) 2022 the patient had a creatinine value of 3.43 mg/dl. Nephrology was consulted and the patient received medications renally dosed for glomerular filtration rate, gfr, 5-30 ml/min. The patient will not be taking nephrotoxic medications, non-steroidal anti-inflammatory drugs, or intravenous contrast. On (B)(6)2022 the patient received 160 mg of lasix. Diuresis was then put on hold due to increased creatinine. It was reported that the patient's chronic kidney disease was likely due to vascular risk factors and possible diabetic nephropathy through nonproteinuric. The patient's baseline creatinine was 1.5. On (B)(6) 2022 the patient's creatinine was down trending to 1.83 and the patient was recovering towards baseline. The patient's hemoglobin and hematocrit was down trending without overt signs of bleeding: (B)(6) 2022 - 15.2/45.9, (B)(6) 2022 - 10.9/34.5, (B)(6) 2022 - 9.2/28.3, (B)(6) 2022 8.5/26.9. The patient had a positive sputum culture acinetobacter baumannii and was started on zosyn for 4 days and then changed to unasyn on (B)(6) 2022. On (B)(6) 2022 progress notes stated an appropriate implantable cardioverter-defibrillator shocks for ventricular tachycardia in the setting of diuresis and hypokalemia and the patient was started on amiodarone drip potassium chloride replacement therapy on (B)(6) 2022. On (B)(6) 2022 it was noted that the patient had right heart failure and had elevated pulmonary pressures despite inhaled nitric oxide and sildenafil. The patient was switched to milrinone, right atria, ra, 13 and pulmonary artery, pa, 67/29 (41). On (B)(6) 2022 milrinone was discontinued and the patient was put on a lasix drip, pa 60/25 central venous pressure, cvp, 11 and transitioned to intermittent furosemide. The patient was given 30 milligrams sildenafil three times a day. The patient was transitioned to intermittent furosemide on (B)(6) 2022. On (B)(6) 2022 the patient refused sildenafil, tadalafil was requested and started. On (B)(6) 2022 the patient had an echocardiogram that showed a thrombus may be present on the mid antero-septal wall, a venous thromboembolism was noted. The patient was transferred to cardiothoracic intensive care unit. The patient remained on a lidocaine infusion and an amiodarone infusion at 1. On (B)(6) 2022 the patient had a cardiac catherization with ramp increased speed to 5600 ra, pa 38/18 25, fco/fci 5.8/2.7. On (B)(6) 2022 the lidocaine was discontinued. On (B)(6) 2022 the patient developed phlebitis/cellulitis from their IV and was started on keflex for 7 days. The patient had repeat echocardiograms on (B)(6) 2022 that did not mention a thrombus in the report.

Event description:
On (B)(6) 2022, the patient had acinetobacter positive sputum cultures and antibiotics were administered. The patient was found to have phlebitis/cellulitis from their IV on (B)(6) 2022 and was started on an additional 7-day course of antibiotics. On (B)(6) 2022 the patient had a brief episode of supraventricular tachycardia, their mean arterial pressure was stable and the patient was asymptomatic. The patient had arrhythmia before implant, as the implantable cardioverter-defibrillator was deployed in 2012. The patient's right heart failure existed pre-lvad implant. Echocardiogram on (B)(6) 2022 showed that the right ventricular systolic function was moderately to severely reduced. The patient was treated with a lasix drip, milrinone and initially sildenafil.

Manufacturer narrative:
Section a; date of birth should have been redacted for clinical study. Manufacturer's investigation conclusion: a specific cause for the patient¿s infections could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, infection (local, driveline, and pump pocket), right heart failure, renal dysfunction, hypertension, and venous thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia, thromboembolism, and infection as potential late postimplant complications. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, section 6 explains that post-implantation hypertension may be treated at the discretion of the attending physician. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.